Event description:
It was reported that balloon rupture occurred. A 3.5x220x150 sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during the nominal pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.